Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, the site informed the technical support engineer (tse) that the sterile adapter was not recognized on the universal surgical manipulator (usm)2. The customer replaced the drape, but the issue persisted. The customer confirmed that there was no response when they seated the sa on the usm2. The site performed a hard power cycle on the system, but the attempt was unsuccessful. It was stated that there was no issue with the usm2's adapter presence pin, so the usm2 might be defective. The customer disabled the usm2 and continued with the procedure using the remaining 3 usms. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the pfpt (psc fixture test platform) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The logs review also showed errors 282, 310 and 31010. The complaint was confirmed but not replicated by failure analysis (fa), which indicates that the device may have contributed to the customer reported issue. While the definitive root cause could not be established from fa not being able to replicate the customer-reported issue, potential causes that may have contributed to the issue are, based on fa, presence pins, accr (rfid), acci (dallas) and/or accl.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that ports were placed prior to the issue being identified.

Event description:
Refer to h11 for follow-up information.